Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the out-of-range shock impedance measurement was a one-time measurement. Since then, the shock impedance has returned to in-range values. The clinic plans to continue normal monitoring of the patient. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited out-of-range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that this device and right ventricular (rv) lead has exhibited high out-of-range shock impedance measurements more frequently. Boston scientific technical services (ts) was contacted for assistance. Ts noted that there was noise oversensing and discussed that this could indicate a possible lead or connection issue. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a commanded shock test was performed and the shock impedance measurement was found to be normal. Additionally, no noise was noted during testing in clinic. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and replaced due to continued impedance issues. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the procedure. No additional adverse patient effects were reported.